Event description:
Customer reported an overinfusion occurred on this pump during patient use. Pump was programmed to administer a fentanyl drip to patient. Risk manager thinks the pump was programmed to administer 0.1 to 0.5 ml per hour of fentanyl to the patient. Treatment started in 2007. Patient is still in the hospital. No additional therapy was administered to the patient due to overinfusion. Although requested, no additional information has been obtained on this report. No patient injury has been reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 20, 2007. Device has been requested for evaluation. If device is received and evaluation performed, a follow-up report will be filed.